Event description:
Customer alleges going up a curb from street when the brakes would not lock. Minor injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition requires dialysis. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumers wife stated that the consumer was going up a curb from the street on his way to a dialysis appointment when the brakes would not lock, thus causing him to fall. Consumer allegedly fell to one knee and twisted his ankle. The consumer did go to the doctor and was advised to watch the injury and report any issues. Consumers wife stated that her husband developed an ulcer on the back of his right leg due to the swelling. One lock on the device is allegedly completely locked and will not release and the wheels are wobbly. The consumer will contact a local dealer for repairs, however, the device is still currently in use.